Event description:
Boston scientific received information that a syncopal event had occurred for this patient after the patient had been lost to follow up for some time. At a recent device check, an interrogation revealed no device abnormalities or issues, however the cause of the syncope could not be determined. No remedial action was taken.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.